Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 590 mg/dl. The customer was experiencing symptoms of nausea, chest head shoulder and arm pain, sounded like she had a cotton mouth. The customer was treated with a shot for nph insulin manually. The customer was admitted to the hospital. The customer cause of emergency room visit was diabetic ketoacidosis. The customer is on IV and humalog and lantus. The customer was not wearing the pump at the time of emergency room visit for an hour. The customer will call back for more information.